Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered faster than intended. At an unspecified time, the secondary line of an unspecified channel of the device was programmed to deliver an unspecified concentration of sulfamethoxazole and trimethoprim (smz-tmp) 250ml, for a duration of 90 mins. No further programming parameters were provided. It was reported 30 mins after the delivery was started, the delivery was complete. Multiple unsuccessful attempts have been made to obtain additional info, including specific event details, pt outcome, and if any medical interventions were required.